Manufacturer narrative:
(B)(4). A device history record review was performed on the kit, lor syringe, and medicine cup with no relevant findings. The customer reported seeing black particulates while flushing a glass lor syringe. The customer returned one open kit ((B)(4)). The returned lor syringe was visually examined with and without magnification. Visual examination of the returned syringe revealed the syringe tip is discolored and dried saline solution can be seen inside the barrel. Microscopic examination of inside the barrel of the lor syringe from the top to the tip reveals a black discoloration at the tip as compared to a new lab inventory syringe which does not appear to have a black discoloration. It cannot be determined if the discoloration is on the inside surface of the barrel at the tip or the outside where the tip is adhered to the glass surface. No black particulates were found on the outside or inside surface of the syringe barrel or on the surface of the plunger. The customer also returned a sealed tube filled with water that appears to have a black particulate inside ((B)(4)). No other defects or anomalies were observed. Other remarks: an additional document review was not required as a part of this complaint investigation. (B)(4) have been initiated to further investigate this complaint issue. The reported complaint of black particulates found during use of the lor syringe was confirmed based on the sample received. Visual examination of the returned lor syringe revealed the metal tip was discolored and dried saline solution could be seen inside the barrel. No particulates were found on the surface area of the syringe plunger or barrel. However, microscopic examination of the inside the barrel of the lor syringe from the top to the tip did reveal a black discoloration at the tip as compared to a new lab inventory syringe as well as the customer returning a sealed tube that appeared to contain a black particulate inside. A device history record review was performed on the kit, lor syringe, and medicine cup with no evidence to indicate a manufacturing related issue. The lor syringe is a purchased part. Therefore, the potential root cause of this issue is supplier related. (B)(4) has been initiated to further investigate this issue.

Event description:
When flushing the lor syringe before use, some black material came out from the syringe. The kit was replaced with one from a different lot to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When flushing the lor syringe before use, some black material came out from the syringe. The kit was replaced with one from a different lot to complete the procedure. There was no patient injury.